Manufacturer narrative:
Investigation result of stent partially deployed. A visual examination of the returned device found that the distal stent loops were deployed. The pullring had been withdrawn from the hub and the distal end of the deployment suture had been retracted from the distal silastic tubing. No issues were noted with the profile of the crocheted section of the stent or of the delivery device. The outer diameter was taken at various locations along the length of the crocheted stent and measurements were within specifications. The noted issue is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  Labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 40 cm malignant lesion due to esophageal cancer. Reportedly, the stricture was dilated prior to stent placement. During the procedure, the stent device had difficulty crossing the lesion and the catheter kinked. The device was removed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.